Event description:
Customer reported that suture knots untie during the surgery procedure. No pt consequences were noted. Physician stated that the pt was returned to the operating room thirty minutes following surgery for an unrelated event. It was reported that the surgeon noted that the suture knots had untied. Surgeon reported that he normally places six knots in each of ten suture strands during cardiac valve surgery. At re-operation surgeon stated that all ten strands had two knots remaining. No further details were made available.